Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder was selected for implant in the patient. During device preparation a defect was revealed, the device was deformed in a cobra shape. The device did not come in contact with the patient and the physician exchanged the device for another manufacturer's device. The procedure was finished with no patient harm, but there was a 30-40 minute delay in the procedure.

Manufacturer narrative:
Additional information for: g4, g7, h2, h6, and h10. The reported event of deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.